Event description:
It was reported that a vns patient's device was found to be reset to 0 ma at a routine follow-up visit. Good faith attempts to obtain additional information have been unsuccessful to date.